Event description:
It was reported that an edwards bioprosthetic mitral valve was explanted after an implant duration of 83 months (approx. 6 years). Reported reason for explant as follows," bioprosthetic valve stenosis with 2 leaflets fused on echo, patient with recurrent shortness of breath." Patient records received confirm severe mitral stenosis and moderate regurgitation.

Manufacturer narrative:
Method: x-ray. Device evaluation: the returned valve exhibited minimal to moderate calcification in the cusp area of all three leaflets. At the free margins, moderate to heavy calcification was noted at leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth (pannus) also encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue was heavy at the stent inflow and minimal to moderate the stent outflow. Conclusions: the device history record was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates calcification as the primary cause of the reported stenosis, in addition to host tissue overgrowth. The occurrence and time course of tissue calcification in bioprosthetic heart valves is highly variable among patients and the mechanisms for calcification are not fully understood. Patient biological factors, such as age, the state of the endocrine and immunological systems, and co morbidities, are believed to play important roles in the development of bioprosthetic valve calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.